Event description:
(B)(4). Extreme pain in lower back and pelvic pain during period. Heavy bleeding with huge clots. Repeated uti's and yeast infections. Bleeding between periods. Depression, anxiety, ibs, tmj, gallbladder issues, migraines. Sharp pain in right side after sex or arousal. Numbness in extremities. Itching or skin crawling sensation. Constipation. Feeling drained and just overall ill feeling. Heart palpitations.